Manufacturer narrative:
G4: 17oct2019. B4: 18oct2019. The manufacturer's technical representative reported that the motor controller board failed, but since the repair was performed by the customer no further information on the alarm was available. The case was tendered by the customer for maintenance, the customer did not provide specific information. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported an alarm. There was no patient involvement.

Manufacturer narrative:
(B)(6). Date of report: 14aug2019.

Event description:
The customer reported an alarm. There was no patient involvement.